Manufacturer narrative:
As part of normal complaint f/u, an eval of this event has been conducted at mako surgical. The primary issue in this case was the camera/peripheral connection error. Review of the rio's log files shows the camera connection error appearing throughout case set up and becoming most problematic after a software restart, at which time the bypass cables were used unsuccessfully. Communication with the field service engineer (fse) who responded to the site supports that the issue was debris in the fiber optic connectors which supports transmission of the camera's signals. The fse reproduced the issue, cleaned the connectors, and was able to verify operation of the rio, including the camera. In addition, the fse installed the bypass cables and was able to confirm their working condition. The results of the investigation have been communicated to the mako rep at the site to prevent future occurrences. The fse also reiterated proper cleaning technique of the fiber optic cables.

Event description:
During set up for a partial knee arthroplasty procedure using mako's robotic arm interactive orthopedic system (rio), power was not being transmitted to the burr motor. Additionally, software errors appeared at the guidance module screen, and the software froze. The mako rep rebooted the software, and after re-performing sterile draping, the rio rebooted without errors. The surgeon began the case, but while trying to capture hip center using the bone trackers, the system could not see the trackers. Multiple attempts at troubleshooting were unsuccessful, including installation of ethernet and usb bypass cables. The surgeon decided that the proper course of action was to close the incision and reschedule the case for a later date.